Manufacturer narrative:
There was no field service requested by the customer and there was no raw data provided for review. The failure mode of the discrepant results is unknown.

Event description:
Customer reported erroneous low platelet results were recovered for a single pediatric sample when using the coulter lh 750 hematology analyzer. The results were determined to be erroneous when compared to results from the same sample rerun on another instrument which was considered correct. There was no report of erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.